Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited no telemetry during a follow up appointment. Inspection of the system revealed the device had also moved downwards in the pocket since implant. During explantation of the ICD, the physician noted is-1 rate sense terminal conductor fracture of the endotak lead and elected to remove that portion of the lead from service.